Event description:
Pt with bilateral mastectomies done in 1979. Reconstruction and silicone implants bilaterally. Admitted 8/17/96 for revision of right breast reconstruction and placement of saline implants bilaterally. Right implant leaking and grade 4 capsule on the right.